Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis and death occurred. The patient presented with acute coronary syndrome. Vascular access was obtained via the femoral artery. The target lesions were a 90% stenosed, diffuse lesion in the moderately tortuous and moderately calcified left anterior descending artery (lad) and another 90% stenosed lesion in the ostium of the moderately tortuous, moderately calcified right coronary artery (rca). Ejection fraction was 20%. Following predilatation 4.0x28mm synergy stent was deployed in the ostium rca. A 3.5x38mm synergy stent was deployed in the proximal lad and a 2.5x24mm synergy stent was deployed in the distal lad. Post procedure the patient died in the coronary care unit with probable stent thrombosis. No autopsy was performed.